Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be used during a procedure on (B)(6), 2010 ((B)(6) female; weight unknown). According to the complainant, when the physician unpacked the stent system, he observed that the distal portion of stent cover was not secured properly to the stent. The physician chose not to use that particular device. The procedure was successfully completed with another ultraflex tracheobronchial stent. There was no patient complications reported as a result of this event. The patient's condition post procedure was reported as stable.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device noted that the stent was fully mounted and the distal end of the polyurethane (pu) cover was protruding through the crocheted stitches. It appeared that the crocheted stitches were widened. It was also noted that the pu cover was flaky in appearance. However, the flaky appearance was not present in a photograph provided by the user facility and appears to have been caused during the return of the device. A tactile examination of the delivery system found no anomalies. From the information available, this device appears to have been used per the directions for use/product label. Manufacturing documentation was reviewed and revealed no anomalies. There have been no other similar complaints reported for this batch. The complaint states that the issue was noted by the physician during unpacking of the device. There are adequate controls during the manufacturing process to ensure that each device is inspected prior to being shipped for any anomalies with the profile of the crocheted stent. Therefore, this event has been assigned the most probable root cause of handling damage.

Manufacturer narrative:
(B)(4) - (coating issue). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be used during a procedure on (B)(6), 2010 ((B)(6) old female; weight unknown). According to the complainant, when the physician unpacked the stent system, he observed that the distal portion of stent cover was not secured properly to the stent. The physician chose not to use that particular device. The procedure was successfully completed with another ultraflex tracheobronchial stent. There was no patient complications reported as a result of this event. The patient's condition post procedure was reported as stable. Additional information received (B)(6), 2010: prior to the procedure, the device had been stored at room temperature and was not exposed to hot or cold temperatures.